Event description:
Additional information stated that the patient dizziness, and defibrillator firing. Medication adjustment, defibrillation threshold testing (dft), and stereotactic body radiation therapy (sbrt) were performed, and that resolved the arrhythmia. The arrhythmia was ventricular tachycardia (vt)/ventricular fibrillation (vfib), which diminished ventricular assist device (vad) flow, pre-syncope. It was unknown whether the patient had a history of arrhythmia pre-lvad. The arrhythmia was not thought to be device or therapy related. An ICD was implanted prior to vad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was hospitalized after 17+ implantable cardioverter-defibrillator (ICD) shocks on the afternoon of (B)(6) 2024. The patient reported no known precipitating factor to arrhythmia. Prior to the afternoon of (B)(6) 2024 the only events captured were pulsatility index (pi) events with the pump parameters appearing stable. There were 3 low flow flags on (B)(6) 2024 at 15:17.

Manufacturer narrative:
Section h6: health effect - impact code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events. According to the account, the low flows were due to the reported arrhythmia. The submitted controller event log file contained data from (B)(6) 2024. A low flow fault was captured from 15:17:46 to 15:17:50 on (B)(6) 2024. The fault did not last at least 10 seconds to result in an audible alarm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook document #(B)(4), rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system, section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.